Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) has high temperature alarm. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Due to character limit in block e1 event site address: (B)(6), and event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor (0119-00-0236). All device performance tests passed. The unit was then operational. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0119-00-0236 compressor scroll serial number (B)(6) with a reported unit failure of after less than 90 days of initial installation and use the vortex motor triggered a high temperature alarm. The failure analysis and testing dept. Performed a visual inspection and found the customer had installed thermal paste to the compressor. Adding thermal paste to the compressor is not recommended by getinge. The failure analysis and testing dept. Installed part number 0119-00-0236 compressor scroll serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Heard an abnormal noise coming from the compressor. This noise is described as motorboating, which is not normal for the compressor. The fat dept. Ran the cardiosave for 4.5 hours, a high temperature alarm was not heard or observed. The fat dept. Could not replicate the high temperature alarm, however the compressor failed for abnormal noise. The compressor failed testing. Retaining the compressor in the fat dept. Per procedure number 0002-07-d008 rev. Au. Root cause: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient.

Event description:
N/a.